Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon interrogation, it was revealed that the device was post paced t wave over sensing. Programming changes were suggested. No intervention was performed at the time. Patient is scheduled for further device interrogation.